Event description:
It was reported that there was possible premature battery depletion, but that device experienced high output due to increased rv thresholds on a competitor lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and did not meet its expected longevity. The cause is unknown.